Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician unplugged accessories and plugged back in to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that electrode pads were attached to the patient and an ECG signal was obtained via ECG leads accessory cable in lead ii intermittently. When the end user was in pads view, they were able to view ECG until the electrode pads were removed from the patient. The logs suggest that the end user did not have good coupling on various leads of the ECG cable. We could not confirm the customer report in pads view. The electrode pads and adaptor used at the time of the event were not returned as part of this investigation. No trend is associated with reports of this type.